Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10016073 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris secondary set malfunctioned. The following information was received by the initial reporter with the following: it was reported by customer that primary lr infusing at 75ml\hr, via IV pump, initiated magnesium sulfate 4 grams IV, as a secondary line, over 4 hours as per parental monograph, patient went off unit upon return, secondary bag was almost empty, and primary bag was enlarged new bag lr 1 l, vs taken same stable, xx notified, IV pump infusion checked with 3 hrs 25 minutes to infuse, magnesium sulfate infusing at 25 ml\hr over 4 hours. Question if faulty back check valve.